Manufacturer narrative:
The reported guide wire was received for analysis. A visual examination of the guide wire confirmed that the proximal core wire was fractured at the area of the proximal solder bond. There was no other damage noted to the guide wire which would have contributed to the reported event. Scanning electron microscopy was performed and found the presence of torsional stresses on the fracture faces of the core wires. At the conclusion of the device analysis investigation, the reported wire fracture was confirmed. However, the root cause of the fracture was unable to be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached. The wire fragment was snared and removed and the lesion was re-wired to complete the procedure. The patient was in stable condition following the procedure. It was reported that additional information was not available for this event.